Event description:
It was reported that the insulin pump alarmed button error and it is over heating. The blood glucose reading was 108 mg/dl. The customer states that the insulin pump was getting warm prior to the alarm. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Neither button error alarm nor the device heating up was noted during testing. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.